Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal irritation, throat soreness, nausea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, nasal irritation, throat soreness, nausea that is related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, and p4 power connector. The device was missing two feet on the bottom enclosure. Using a known good power supply, manufacturer verified the base unit provided airflow. During the interior investigation, an unknown contaminate was observed inside the top enclosure and inside the ui panel. Liquid ingress was observed on the blower, blower box, p4 power connector. Additionally, a contaminant consistent with keratin was identified on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and liquid ingress in the device and are consistent with being from an external source. In this report, section h6 has been updated.